Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: the physician attributed the event to a surgical complication where the lens tore due to the lens injector system. The event resulted in a capsular bag tear.

Event description:
During cataract surgery, the crystalens tore in the microstaar lens injector system. As a result, the patient's posterior capsule tore and a vitrectomy was performed. The damaged lens was removed from the eye and replaced with a second crystalens